Event description:
An ocd (mts) product support representative observed droplets of fluid on the foil of the mts gel cards on the ortho provue analyzer. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer detected the issue and aborted the run. The analyzer is used for investigation purposes only and not for pt testing. However, if this incident were to recur undetected on an instrument used for pt testing, erroneous results could have been reported.

Manufacturer narrative:
Ocd (mts) product support representative found that the wash station was cracked causing the wash fluid to leak onto the gel card foil. The technician also found salt build up at the wash station. The ocd technician replaced the wash station returning the instrument returning the analyzer to expect operation.